Manufacturer narrative:
Patient ID/initials are unknown. Date of event is unknown date in 2018. Additional product code: hrs. Device is not expected to be returned for manufacturer review/investigation. Initial reporter phone and email are unknown. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a closed fracture of the tibia¿s diaphysis by a reduction and an osteosynthesis with tibial and fibular plates on (B)(6) 2018. Removal of the osteosynthesis material and placement of an external fixation were necessary due to scar flow. Patient was returned to surgery on (B)(6) 2018 for hardware removal. To remove the plates, surgeon cut the plates because two (2) screws had defective thread. Surgery was completed with a delay of approximately 2 hours. Patient status reported as stable. Patient is being treated with antibiotherapy for an osteoarticular infection. The defective screws are addressed in (B)(4). Patient infection is addressed in related complaints (B)(4). This report is for one (1) 3.5mm ti cortex screw self-tapping 22mm. This is report 4 of 11 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 175.0 cms DHR review was completed. Part: 404.822s , lot: l072288 , manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 22. July 2016 , expiry date: 01. July 2026 . The sterilization history record shows that this lot of (B)(4) pieces was processed through the normal sterilization and inspection operations with no nonconformities noted. The irradiation certificate does certify that all readings are within the specified range review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 8 for (B)(4).